Manufacturer narrative:
It was reported in the previous report that the device failed pretest for check power with test stand, minute 190 to 250 watt and general condition. During further evaluation it was noted that the device failed pre-tests for check power with test stand, min. 190 to 250 w, change 10 times from fwd to reverse at full speed, check the off/forward/reverse mode. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). Reporter number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to pre-mature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the device motor seized, jammed and moved heavy and the control unit did not function. It was further determined that the device failed pretest for check power with test stand, minute 190 to 250 watt and general condition. It was noted in the service order that the device motor does not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.